Event description:
Ut was reported that the patient experienced high blood glucose of 311 mg/dl on (b)(6) 2026 and treated with insulin pen due to infusion set tape not sticking due to sweating.

Manufacturer narrative:
E1: Name: (b)(6).Country: United States of America. (b)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545.Manufacturing Site: 3003442380.